Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of a broken door assembly was confirmed. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, a broken door assembly was found. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.